Manufacturer narrative:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler clamped and fired but, jaws opened up and entire staple fell out with no staple deformation noted. Based on the claim against the product by the customer noting stapler jaws opening upon firing, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned and the sureform 60 stapler used during this event was returned and evaluated. A new reload was installed onto the stapler. The instrument was installed on a test system and passed initialization. A test sheet was placed between the reload and anvil for a clamp and fire test. The clamp pedal was pressed and the system acknowledged clamping phase passed. Firing pedal was pressed and the reload was being fired but the staples were not forming on the test sheet. Staples were falling out unformed and partially formed. No firing error message occurred indicating a complete fire as the I-beam assembly traveled along its entire path to fire the reload with all the pushers at the bedside surface of the cartridge. Repeated the trial two more times and the same issue occurred. It appeared that the grips opened up and was never fully clamped from the onset of the firing phase. Stapler was last used on (B)(6) 2022 . No firing errors were recorded as the I-beam assembly can travel along its path. An additional observation not reported by the customer but related to the reported failure was also identified. The I-beam assembly was manually brought out and it was observed that the grips can open wider than expected. I-beam assembly was then inspected and it appears to be broken. The faceplate of the I-beam assembly that travels along the anvil groove does not appear to be secured onto the assembly. When I-beam assembly was brought back, the faceplate was no longer covering the I-beam window, indicating it did not travel with the assembly. A review of the advanced stapler logs for the sureform 60 stapler (part number: 480460 /lot: l92211108-0031 / sn: (B)(4). Associated with this event was performed. Investigations reveal it was installed on the system four times and fired twice. Firing occurred on the second and fourth install, using a green reload each time. On the first install there were four incomplete clamping attempts ranging from 63%-66%. On the second install, firing was completed with no pauses for compression. Using a blue reload on the third install, user made five completed clamping attempts with no attempt to fire. Lastly, on the fourth install, there was an incomplete clamping attempt that failed at ~70%. The next clamp was completed, then an unclamped before a third clamp, followed by the second fire of the procedure which was completed with no pauses for compression. There were no stapler related errors correlating with this instrument in the msc logs. The probable root cause of failure to deliver staples may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform 60 stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for the sureform 60 stapler instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that upon firing, the jaws of the sureform 60 stapler opened and failed to create a staple line. Review of stapler logs confirmed both firings were completed with no incomplete clamps or pauses for compression. Instead of forming a staple line on the tissue, staples fell out of the reload. The staples were retrieved during the same procedure.

Event description:
It was initially reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler clamped and fired but, jaws opened up and entire staple fell out with no staple deformation noted. According to the advanced stapler logs, the sureform 60 stapler was installed four times and fired twice. The first installation had four incomplete clamping cycles using a green reload. The second installation, using another green reload, resulted in a fire with no pause for compression. This was the first da vinci stapler fire of the procedure and the first occurrence of the reported unintuitive motion. The reporter indicated that when the stapler clamped, it did not seem to clamp all the way and when it fired, the jaws opened and straight, open staples fell out of the reload. There was no effect on the tissue, no staple line formed and no tension on the bowel when fired. A specimen retrieval bag was inserted, and the suction irrigator was used to place the staples in the bag. Next, a blue reload was placed on the sureform 60 stapler and the surgeon made five unsuccessful clamping attempts and never fired. The last installation was done using another green reload. There was an unsuccessful clamp, successful clamp then unclamps and finally, a third clamp and fire with no pause for compression. This fire was done on a specimen that had been resected and not yet removed from the abdomen. During this fire, the cta reported the same unintuitive motion occurred and staples again fell out of the reload. The staples were retrieved in the same manner and without any confirmation testing of complete removal. The surgeon used a circular stapler for end-to-end anastomosis. However, that was reportedly the initial surgical plan. At this time, the details of what was used in the place of the sureform stapler 45 and 60 is not known. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The primary product was updated to the stapler 60 since the reported issue is against the instrument and not the reload. Please refer to the reports under patient identifiers (B)(6) and (B)(6) for investigation results of the two green reloads used in conjunction with this sureform 60 stapler instrument at the time of the event. The stapler 60 instrument I-beam was manually extended in subsequent testing by intuitive surgical, inc.'s (isi) advanced failure analysis engineering and was found to be broken at the foot at the anvil side. Due to this break, the jaws were not held together in a clamp during I-beam extension and during firing, resulting in unformed and loose staples when firing was initiated. Instrument was partially disassembled, and I-beam was taken mechanical design engineering for brittle fracture and material testing of the I-beam assembly. Off-site testing found material impurities form a line where the break occurred. This line formation of impurities weakened the material causing breakage when force is applied. The material impurities were found along the same line on the barstock that the anvil is machined from. Material affected seems to be from a specified carpenter lot. Engineering is investigating I-beam breaks and has determined the root cause to be based on the material composition decreasing the strength.